Manufacturer narrative:
The mayfield composite series base unit, standard (a3101) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis -the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The end cap was missing, and the unit required preventative maintenance (pm). Root cause - complaint confirmed via inspection of the unit. Unit required preventive maintenance and replacement of worn parts as a result of routine use and wear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
This report is for the a3101 mayfield base unit used, and is linked to mfg report number 3004608878-2022-00040: a facility reported that the patient's head was locked into the mayfield composite series skull clamp (a3059), but the surgeon could move the patient's head and a clicking noise was heard. The rocker arm was in the locked position, but it was moving and the clicking noise seemed to come from this part of the skull clamp. After the case, the staff tried to replicate the issue. But the rocker arm seemed stable. The complete set including the mayfield composite series base unit, standard (a3101) is being returned for service and check up to rule out any possibility of product fault. No death, injury or surgical delay has been reported.